Manufacturer narrative:
Date of event was approximated to (B)(6) 1997 (vesica anchors revision) as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a vesica sling device was implanted into the patient during a procedure performed on (B)(6) 1997. According to the complainant, the patient underwent revisions of the vesica device on (B)(6) 1997 (due to pain), and implant of a new device (solyx) on (B)(6) 2013, due to continued cystocele and stress urinary incontinence. Boston scientific has been unable to obtain additional information regarding the event to date.